Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer was able to troubleshoot the leak with help from customer technical support (cts) over the phone. The customer cleaned the probe wipe block and flushed the tubing through pinch valve lv8. The instrument performed without any leaks. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 cubic centimeter of diluent leaked from the probe of the coulter ac·t diff analyzer onto the counter during start up. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.